Event description:
Complaint received reporting attachment concerns/leakage issues with use of ch2000s-c spinning spiros. The initial information reported that on 10/30 "24 hour doxorubicin infusion..disconnected from the infusion tubing and the spiros stayed attached to the patients central line. It was caught right away .. The infusion was running at 10ml/hr.. Noticed the bleeding from the cvl right away (spiros remained attached to cvl..) Follow up information obtained reported".. Cleaned up the patient/environment and pulled the remaining chemo out of the tubing with a syringe and finished the infusion via syringe pump. Approximately 10 ml of the chemo was lost to the spill or unrecoverable from the tubing. No other intervention was necessary.."

Manufacturer narrative:
Devices returned: one (1 used ch2000s; used carefusion admin set, spiked to 250ml exacta bag mix and three packaged ch2000s-c from current lots in unit inventory received. Engineering evaluations: the returned used ch2000s spinning spiros was tested per the applicable product specification. The results recorded no performance issues and/or out of spec conditions. Additional connection and disconnection torque measurements/evaluations were performed with the returned unused spinning spiros connectors and the carefusion admin set. The results recorded acceptable values with two of the set-ups and premature disconnect with one of the spinning spiros/carefusion admin sets male luer. The engineers report noted that although not always repeatable post connection binding can potentially result in this type of premature disconnection. Findings: engineering testing of the returned used spinning spiros connector recorded no leakage/performance issues were replicated. Additional evaluations of set-ups with the returned admin set and sample spiros connectors did replicate a pre-mature disconnect with one of the three samples set-ups. Additional engineering studies hav identified minor design and process enhancements to the spiros connectors rotational features that are expected to address this issue.